Manufacturer narrative:
The zoom 7x was not returned for investigation. The manufacturing records confirmed the product met all the design and manufacturing specifications. Without the return of the device, the exact root cause for the shaft break could not be determined. However, based on the available information, it was indicated that tortuous anatomy contributed to this event.

Event description:
It was reported that during a mechanical thrombectomy procedure of the m2 segment, the zoom 7x catheter was observed to be fractured within the zoom support catheter upon extraction of the zoom system. All segments of the device were removed from the patient without additional intervention. Per the customer, resistance was noted during advancement and retraction of the catheter due to challenging vessel anatomy. Tnk was administered which resolved majority of the clot, resulting in a single-pass successful procedure. Final angiographic assessment demonstrated tici 2b reperfusion, and the patient was reported to be stable post-procedure.